Manufacturer narrative:
A synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The stent struts on the proximal end were noted to be lifted and bunched in a distal direction. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13oct2020. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.